Event description:
The tip of a 1.5mm hex driver tip broke off in a screw head during implantation. The tip remains in the patient as it coujld not be removed.

Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Torsional and oblique fracture patterns were found below the transition of the hex into the radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increase in force can have many contributing factors which typically include encountering dense bone, improper depth drilled, and improper surgical technique. No definitive conclusion can be drawn without additional information.